Manufacturer narrative:
No evaluation possible at this time. The suspect device has not been returned for evaluation nor has the identifying lot number been provided. Attempts to obtain information have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Alphatec received medwatch report number (B)(4) via mail on 8/15/2017. The report indicated revision surgery was conducted (B)(6) 2017 to remove an illico rod which had fractured in the middle of the rod. The patient reports no trauma proceeding this event. The illico posterior fixation system was originally implanted in (B)(6) 2016 at the l4-s1.